Manufacturer narrative:
Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent removal of hardware due to pain. Patient was originally implanted with one (1) variable locking compression plate, two (2) cortex screws, and five (5) locking screws on unknown date. The surgeon removed the plate and screws successfully and nothing was broken. The patient outcome is unknown. Concomitant devices reported: 2.4mm va-lcp 2-clmn vlr dstl radius pl 7h hd/2h shaft/right (part # 02.111.720, lot # unknown, quantity 1); 2.4mm va locking screw stardrive 20mm (part # 02.210.120, lot # unknown, quantity 4); 2.7mm cortex screw slf-tpng with t8 stardrive recess 16mm (part # 202.876; lot # unknown, quantity 1). This report is for one (1) 2.7mm cortex screw slf-tpng with t8 stardrive recess 16mm. This is report 8 of 8 for (B)(4).